Manufacturer narrative:
Sections with additional information as of 27-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-078: user hematocrit low. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0). The customer reported having a headache; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 340 mg/dl using true metrix air meter; the customer was satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/15/2024 and test strips were opened one month prior to call.